Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported that in the night her infusion device displayed e4 (occlusion error). She stated that the insulin cartridge compartment was wet with insulin. She stated this has happened eight times. She cannot tell from where the insulin is leaking. No adverse event was reported. The infusion device, insulin cartridge, adapter, and infusion set were requested to be returned for product evaluation.

Manufacturer narrative:
Correction, the serial number is (B)(4).